Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the instrument's pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci hysterectomy procedure, a broken cable was identified on the maryland bipolar forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.